Event description:
It was reported that during a right hemicolectomy procedure, on the third firing whilst creating the small bowl, the device did not fire. Another product was opened to complete procedure. The patient had a post operative leak and had a contained drain.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Swing tab in locked position additional information provided: the surgery took place on (B)(6) 2012, when did they note the leak? No response. Did the patient require a re-operation? No. Were the anvil halves correctly aligned? Pin seated correctly? Yes, as far as the consultant was aware. Was the tissue distributed evenly within the jaws of the device? Yes. Was the surgeon sure that there were no obstacles between the jaws of the device, such as clips, stents, guide wires? Yes. Was the tissue repositioned? No. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Yes. Is it possible that the tissue was located past the stapling start indicator mark? Unknown. How thick was the tissue, the instrument was fired on? Normal. What was the quality of the tissue? Normal. What were the patient's pre-op diagnosis? Cancer. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? Unknown. What is the age and sex of the patient? Male. What is the current status of the patient? Returned home. How long has the surgeon been using this device for this procedure (in years)? At least 6-7 years. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that a device was received in good visual conditions and with a reload loaded in the device. The reload had the swing tab in the locked position, and the proximal 5 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the cartridge was tested for functionality with a test device and it fired as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The patient presented with caecal cancer. The patient developed a post-operative leak noted on CT scan for persistent ileus - drained percutaneously. No return to theatre. Patient discharged on (B)(6).

Manufacturer narrative:
(B)(4).